Event description:
Overdelivery reported. The pump was set at 11:20pm to infuse mannitol, 200 ml dose limit at 200ml/hr from a 500ml i.v. Container. The night nurse reports that when the i.v. Was checked at 2:15 am, the entire 500 ml container was empty. No dose end alarm occurred. It was not known when the infusion actually completed. No medical intervention was required. There were no reported adverse effects to the pt.

Manufacturer narrative:
The reported problem could not be duplicated. The frequency of death or serious injury reports for overdelivery (code 102) for pump is approximately .15/million sets.